Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display and would not show the full screen. The customer reported that the insulin pump turned off suddenly. The customer reported that the insulin pump screen appeared with poor light. The customer's blood glucose was 201 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments or partial display noted. The insulin pump was monitored for 4 days with no unexpected blank display noted. No display anomaly noted after the buttons was pressed. The insulin pump had a minor scratched display window, scratched case and a pillowing keypad overlay.